Manufacturer narrative:
Additional information provided in d.10, h.3, h.6, and h.10. The lens was returned in a piece of surgical gauze. Solution is dried on the lens. The lens has been cut in half typical of insertion and removal. Qualified associated products were indicated. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturing device history records (DHR) were reviewed and shows that the product met specification prior to release and shows no other complaints in this lot. A product sample was not returned therefore, the reported event cannot be confirmed. The root cause of the reported event cannot be determined; however, should additional reportable information become available, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that approximately five months after an intraocular lens (iol) was implanted, it was then exchanged for another lens due to patient having blurred vision and discomfort. Additional information was requested.